Manufacturer narrative:
This lead has not yet been returned. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead was pulled tight on fluoroscopy. When attempting to add slack, the lead became dislodged. Difficulty was experienced retracting the helix. Once explanted, tissue was noted in the helix. A new lead was successfully implanted. No additional adverse patient effects were reported.